Event description:
On (B)(6): customer reports via phone that during an undetermined urology procedure, the generator console failed. Staff rebooted and the system came right back up. Staff then reports after a period of time, the generator console failed again and they moved the patient to another room where the physician completed the procedure without further incident. Customer did not provide any patient or procedure information other than to say the procedure was completed, the patient is fine. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.